Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system symptom "does not infuse, motor just makes a humming noise after you press run", which was reproduced by observing a system error 105 upon power-up. The reported symptom was confirmed through the event history log by the presence of repeated system error 105's in the log. System error 105 caused by a dislodged component of a failing input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump "does not infuse, motor just makes a humming noise after you press run" during preventive maintenance testing, which was clarified during baxter's evaluation as a system error 105. It was also reported there was no patient involvement.